Event description:
The facility reported a colleague pump that will not open for tubing. It is unknown when the event occurred. There was no pt injury or medical intervention.

Manufacturer narrative:
Eval summary: the customer reported condition of pump will not open for tubing was confirmed during eval. The reported condition was attributed to a faulty pump head module keypad. The keypad was replaced to fix the problem and the pump was returned to the customer fully operational.